Event description:
New information received indicated there was far field r-wave oversensing on the atrial leadless pacemaker. No changes or interventions were reported. There were no patient consequences.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial leadless pacemaker (lp) exhibited oversensing that resulting in inappropriate mode switches. No changes or interventions were reported. There were no patient consequences.